Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and third-party testing. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: the staff did not complete process when reprocessing was delayed. Often devices do not get into the aer within 1 hour from the bedside clean (reprocessing do not start by aer). The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: unspecified cfu and bacterial identification: 10cfu_klebsiella variicola, 10-100cfu_escherichia coli, 10cfu_pseudomonas aeruginosa, 10cfu_enterococcus faecium, 10cfu_enterococcus avium 2nd test sampling date: (B)(6) 2024 sampling from: flushings cfu and bacterial identification: 10-100cfu_klebsiella variicola, 10-100cfu_pseudomonas aeruginosa, 10-100cfu_escherichia coli, 10cfu_pseudomonas citronellolis sampling from: air/water channel cfu and bacterial identification: 10cfu_escherichia coli, 10cfu_klebsiella variicola, 10cfu_pseudomonas aeruginosa sampling from: biopsy channel cfu and bacterial identification: 10cfu_klebsiella variicola, 10cfu_escherichia coli 3rd test: sampling date: (B)(6) 2024 sampling from: flushings cfu and bacterial identification: 100cfu_pseudomonas aeruginosa a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the colonovideoscope had positive culture results after being reprocessed; channels separated for brushings washings, but still grew. The scope was isolated and not in clinical use. It was noted that the customer would not be returning the device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The issue was not confirmed, as the scope was not microbiologically tested by olympus. A supplemental report will be submitted if any additional information is provided by the user facility.